Event description:
A-1st drip chamber detached from the body of the equashield sa-1st spike and chemo spilled on the floor. This was as the bag was being hanged, no one was injured. Lot# of the sa-1st product that failed: 217686a. Product was returned to equashield for review and report has been received from company. FDA safety report ID# (B)(4).